Event description:
Device 1 of 2; reference MFR. Report number: 1627487-2019-02439. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2019 during which the existing leads were explanted and replaced. Effective coverage established post-operatively.